Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3 and h6 the device was returned to olympus for inspection and the reported failure was confirmed. It was found that part of the biopsy valve was broken, and a broken piece of the biopsy valve fell off. It was also confirmed that the broken piece had been retrieved. The shape of the detached rubber fragment matches that of the damaged portion of the biopsy valve, which leads to conclude that the detached rubber fragment is part of the biopsy valve. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The likely cause of the reported event found during evaluation was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
E1 - establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown therapeutic procedure, when inserting the device, the rubber portion of the biopsy valve was torn to pieces and fell off into the lung. The torn part was recovered by suction. The procedure was then completed using a different forceps biopsy valve. There were no further reports of patient harm.